Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-apr-16 reported there was no update. Rep went to look at the report they saved, but they did not have the logs on it. It was noted that they did not save the super report,just the print report with no logs. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown d rug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported on (B)(6) 2017 the pump alarm did not go off and there was no alarm noted in the logs. It was reported there was less than 1ml in the pump, and the low reservoir alarm volume was set to 1 ml. It was questioned why the pump was not sounding since the 8840 was showing the pump was empty. Manufacturer representative (rep) did not have access to the session data report/logs, and could not confirm what they were reporting. It was noted no troubleshooting was done on the call. It was reviewed to consider checking the pump logs, and was reviewed that the low/empty reservoir alarm may have been missed in the logs and the patient may have not heard the alarms. It was noted that the patient is in an assisted living facility, so it is possible the alarm may have been missed. It was noted the critical alarm was set to a 10 minute interval and was with the patient for longer than 10 minutes, but did not hear the alarm. Rep was to follow up with healthcare professional (hcp) on thursday ((B)(6) 2017) to try and get access to the telemetry strip. It was noted that the patient was fine and having no issues so yesterday ((B)(6) 2017) they refilled the pump and the patient was sent home. No patient symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported the patient had gone to the emergency room (ER) since they were not feeling well and that was when they checked the logs. It was stated in the healthcare professionals (hcp) notes, there was still 0.1ml left in the reservoir, but no one was able to hear any alarms. It was noted the critical alarm was set to run every 10 minutes. It was reviewed if there was 0.1ml left in the reservoir, the low reservoir alarm (alarm-non critical) would occur once every 1-6 hours. Rep spoke to hcp during the call and then stated it made a lot more sense why they did not hear the critical alarm every 10 minutes. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on (B)(6) 2017 reported the serial number and patient's identifying information. Actions/intervention included that they will visit the patient in the next 1-2 weeks. The cause of the empty pump not in event logs and alarm did not go off was not determined. It was noted that the empty pump not in logs and no alarm has not been resolved. The patient's weight at time of the event was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.